Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving morphine (1000 mcg/ml at 114.9 mcg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had a dye study because the pump was nearing eri and based off the dye study there may be a fracture at l4-l5. It was noted the patient felt like they were getting good therapy. The hcp ran a bolus and was going to keep the patient for an hour or so and see how the patient does. It was further noted the fractured catheter was not confirmed. It was unknown if any actions/interventions were taken or if the issue was resolved. It was noted the cause of the issue may have been the patient falling a few times in the past. The patient's weight was unknown. The device was still implanted.